Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s nurse reported via phone call that the customer was in the hospital due to diabetic ketoacidosis. The customer was hospitalized on (B)(6) 2017 at 12:30 a.m. With a high blood glucose level of 496 mg/dl. The customer specified that they had a bent cannula on the infusion set. They were unable to gather further hospitalization details because the call was disconnected. Troubleshooting was not performed. The device will not be returned for analysis.